Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt's device was showing low impedance readings. It was stated by a health care provider that "she was told that lead end was damaged so surgeon cut off electrode #3 and still placed in extension." All impedance readings involving electrode #3 were open. It was stated the pt's device settings did not include electrode #3, and the pt was receiving good symptoms control. Pt information was denied. Additional information has been requested, a f/u report will be sent if additional information becomes available.